Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If the device, and/or if additional information is received, a supplemental medwatch will be submitted.

Event description:
Medtronic received information that three years and two months post implant of this bioprosthetic valve, it was replaced valve-in-valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.